Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No freezing buttons were noted during tested. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had not been using his insulin pump and had reverted to manual injections. The customer stated that the insulin pump's keypad was frozen and not working properly. The customer's blood glucose was 159 mg/dl. The customer could not recall any significant events leading up to the keypad issues. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.